Event description:
(B)(4). I am suffering from continues headache, feel bloated, hair is falling, back pain, tired and sleepy and my period last too long...the procedure was covered through my medical.